Event description:
The incident was reported by (B)(6) hospital. The event involved a 20" (51 cm) appx 1.9 ml, ext set, smallbore w/clave clear, 2 6-port nanoclave manifolds, 2 check valves, spin luer with list number am6152 and unknown lot number: it was reported that registered nurse noticed the manifold attached to the patient's PICC line was wet. Rn tightened all connection sites to ensure no tubing was loose. Second rn used a flashlight to find the crack an applied a gauze around the site to ensure it was leaking. Both rns confirmed that the manifold was cracked and leaking. Medication tubing was changed and was done for the entire lumen to replace the manifold. Once the manifold was replaced, the cracked manifold was given to the ccu cqc. There were no patient involvement and no patient harm. It was found out during therapy. Sample photo were attached.

Manufacturer narrative:
H4 - device MFR date is unknown. D4 - lot is unknown. The device has been received for evaluation; however, investigation is not yet complete.